Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, black rubber-like foreign matter was clogging the nozzle. The nozzle was not deformed. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis lucera colonovideoscope, foreign debris were found protruding from the air/water nozzle (an unidentified blockage protruding from the outlet pipe, the blockage that appeared to be a black rubber like material. The issue was found during the maintenance. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the follwoing: a) air/water or aspiration problem/foreign material exiting from the air/water nozzle, b) the light cover glasse was chipped c) the adhesive part on the bending rubber is worn out, d) other failure mode, e) air/water or aspiration problem, f) air channel - volume (blockage evident, g) water flow (not to specification), and h) water channel - volume (blockage evident). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.